Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. Both seat rails were bent and would not fit the h blocks. Root cause could not be identified.

Event description:
Dealer advised seat frame is bent out of the box. Dealer advised no damage to the box.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Dealer advised seat frame is bent out of the box. Dealer advised no damage to the box.